Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an inflammatory mass, which was confirmed several months prior to this report. The pt's pump was filled with saline and programmed to a minimum rate. The pt was to undergo a surgical revision of the catheter on (B)(6) 2010. There was no info provided related to the type of medication, concentration or dosage used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.